Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer declined to complete troubleshooting with technical support. Cause of blockage could not be determined. Customer resumed pump therapy.